Event description:
It was reported by the patient that she underwent a sling procedure on an unknown date. Approximately thirty days after the procedure, the patient reported that her mesh came undone and that she had to have five stitches placed postoperatively by her surgeon. The patient stated she was told by her surgeon that she needed to decide to either have a reoperation for mesh removal or to have reoperation to place new mesh product. There was no additional information provided.

Manufacturer narrative:
(B)(4) . Device (B)(4) - migration occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.